Event description:
Seaspine was made aware of a post-op loosening event on (B)(6) 2022 that occurred 5 months ((B)(6) 2022) prior to the event date ((B)(6) 2022). The case was for fracture at l4 on a 46 year old male.

Manufacturer narrative:
Review of provided x-ray confirms at least one set screw has loosened. No surgical intervention is planned at this time. Review of labeling: possible adverse events: loosening of spinal fixation implants may occur due to, latent infection, and/or premature loading, possibly resulting in bone erosion, migration or pain.